Manufacturer narrative:
(B)(4). A device history record was conducted and no issues were reported. The product was manufactured in accordance with good manufacturing practices and found to be in compliance with specifications. The estimated age of the heater is approximately 55 days.

Event description:
The customer alleges that the unit was no longer heating during use. No patient harm reported.